Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this during a routine follow up the physician found that this device migrated with infection and pocket erosion. The device was partially exposed. This device was later replaced and is not expected to be returned as it was disposed. There were no additional adverse effects reported.